Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed, and it was noted that there was a cut/slice/hole in the tubing. The reported condition was verified. The cause of the reported condition was a manufacturing issue. This defect occurs when a set is incorrectly placed in the pouch prior to packaging, leaving parts of the set outside the pouch and exposed to the packaging machine¿s blades. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) continu-flo solution sets with duo-vent ¿separated at the y-port¿. One set was separated in the package and the other set separated when hooking up the line. This occurred in the pediatric department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.